Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Calibration was not performed after experiencing inaccuracies. The dexcom g5 mobile continuous glucose monitoring system user's guide states: if the cgm values are outside the 20/20 range, calibrate again. Calibration was performed while the error reading symbol displayed. The dexcom g5 mobile continuous glucose monitoring system states: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. At the time of contact, no injury or medical intervention was reported.